Manufacturer narrative:
Concomitant products: item#159568 - lot#2648149 - item name oxf anat brg rt sm size 3 PMA . Item#141233 - lot#j2897864 - item name biomet cc cruciate tray 71mm. Item#189068 - lot#184590 - item name vngd ant stblzd brg 18x71. Item#148305 - lot#877160 - item name bmt splined knee stm v2 15x80. Item#185210 - lot#950180 - item name bmt 360 2.5mm offset adapter. Therapy date: (B)(6) 2015. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Product was not returned to biomet for evaluation. Without the opportunity to examine the complaint product, root cause cannot be determined. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Relayed completion of the investigation to the sales rep via email on september 10, 2014. Also requested the results be relayed to the surgeon. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that patient underwent a knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2013 for unknown reasons. Surgeon removed and replaced the femoral component, tibial tray, and bearing. No further information has been provided.